Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory on 09/22/2020. An investigation was conducted on 09/25/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the loading device as well as on the inside of the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not disengaged. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device. No cracks or delamination was observed on the intact seal and tension spring assembly. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't load properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal didn't load properly . A replacement device was used to complete the procedure. The hospital did not report any patient effects.